Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported the laser would not work and a system message was displayed during a vitrectomy with laser procedure. The procedure was completed with an alternate system. There was no pt impact just a delay to exchange the system.